Manufacturer narrative:
Device not returned

Event description:
It was reported that the transmitter lost connection with the pump for an unspecified duration of time. The transmitter ultimately regained connection with the pump. No additional patient or event information was available.